Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user felt insulin leaking onto their skin; however, the user could not determine where the leak was coming from. The user's blood glucose (bg) level was 500 mg/dl. User addressed bg level with a manual injection. The user changed out all the supplies.